Manufacturer narrative:
Date sent to the FDA: 04/24/2009. Conclusion: the product upon which this medwatch is based, is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure in 2009. The device functioned properly upon first activation. The nurse inserted a syringe into the reservoir exit port to calculate the drainage volume. After the patient's fluid was emptied several times at the hospital ward, a tear on the exit port was found. The surgeon exchanged the reservoir for another reservoir. There was no adverse patient consequences.